Event description:
It was reported that during unpacking of a balance middleweight hydro guide wire, it was noted to be uncoiled at the tip. The device was not used and there was no patient involvement. A new guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported break/separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. Possible factor that may contribute to guide wire breaks/separations can be affected by numerous factors including, but not limited to, mishandling during manufacturing, guide wire damage during unpacking, guide wire damage during removal from dispenser coil or preparation, guide wire re-insertions, handing/manipulation, tensile or torsional loads beyond its design limits, entanglement with other devices or anatomical conditions. The investigation was unable to determine a conclusive cause for the reported tip/shaping ribbon break/separation. The noted coil damages were likely the result of the noted shaping ribbon and coil separations. The core kink and teflon damages likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.